Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, towards the end of the procedure, when closing the vault, the thread broke. Another suture was used to resolve the issue.